Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation/perforation (uterus)'), embedded device ('embedded within the myometrium of the uterine fundus'), device expulsion ('device expulsion/expulsion of essure device') and device dislocation ('migration of essure device location of device: outside of the fallopian tubes/ failure to occlude (close) fallopian') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included night sweats, dysfunctional uterine bleeding, endocervicitis, nabothian cyst, adenomyosis and leiomyoma nos. Previously administered products included for an unreported indication: depoprovera in 2001. Concurrent conditions included diarrhea. Concomitant products included antihypertensives in 2013, ibuprofen and ibuprofen since 2004. In 2004, the patient was found to have ovarian fibroma ("fibroids on ovaries") and experienced vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). In (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure (ess205). In 2005, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), fatigue ("fatigue") and fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). In 2006, the patient experienced libido decreased ("hormonal changes/ low libido"), mood swings ("mood swings"), urinary incontinence ("bladder or urinary problems or changes, urinary incontinence") and migraine ("migraines / headaches"). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the uterine perforation, embedded device, device expulsion, device dislocation, menorrhagia, metrorrhagia, vaginal discharge, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, tooth disorder, headache, visual impairment, libido decreased, mood swings, vaginal haemorrhage, fungal infection, female sexual dysfunction, urinary incontinence, migraine, ovarian fibroma, dysmenorrhoea, vulvovaginal pain, pelvic pain and dyspareunia outcome was unknown. The reporter considered cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, headache, libido decreased, menorrhagia, metrorrhagia, migraine, mood swings, ovarian fibroma, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure (ess205). The reporter commented: she received treatment for bladder infection ,uti, vaginal discharge. Discrepant information received regarding essure confirmation test-previously reported plaintiff didn't undergo essure confirmation test and now in current pfs hsg done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: the results of your essure confirmation test: unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, dysmenorrhea, metrorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received: previously reported event 'migration / uterine perforation/perforation (uterus)' device expulsion, embedded device, device dislocation' made intervention required due to added removal surgery. Removal date,medical history, reporter information were added. Action taken with drug was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation/perforation (uterus)'), embedded device ('embedded within the myometrium of the uterine fundus'), device expulsion ('device expulsion/expulsion of essure device') and device dislocation ('migration of essure device location of device: outside of the fallopian tubes/ failure to occlude (close) fallopian') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included night sweats, dysfunctional uterine bleeding, endocervicitis, nabothian cyst, adenomyosis and leiomyoma nos. Previously administered products included for an unreported indication: depoprovera in 2001. Concurrent conditions included diarrhea. Concomitant products included antihypertensives in 2013, ibuprofen and ibuprofen since 2004. In 2004, the patient was found to have ovarian fibroma ("fibroids on ovaries") and experienced vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure (ess205). In 2005, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), fatigue ("fatigue") and fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). In 2006, the patient experienced libido decreased ("hormonal changes/ low libido"), mood swings ("mood swings"), urinary incontinence ("bladder or urinary problems or changes, urinary incontinence") and migraine ("migraines / headaches"). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the uterine perforation, embedded device, device expulsion, device dislocation, heavy menstrual bleeding, intermenstrual bleeding, vaginal discharge, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, tooth disorder, headache, visual impairment, libido decreased, mood swings, vaginal haemorrhage, fungal infection, female sexual dysfunction, urinary incontinence, migraine, ovarian fibroma, dysmenorrhoea, vulvovaginal pain, pelvic pain and dyspareunia outcome was unknown. The reporter considered cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, headache, heavy menstrual bleeding, intermenstrual bleeding, libido decreased, migraine, mood swings, ovarian fibroma, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure (ess205). The reporter commented: she received treatment for bladder infection ,uti, vaginal discharge. Discrepant information received regarding essure confirmation test-previously reported plaintiff didn't undergo essure confirmation test and now in current pfs hsg done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2004: the results of your essure confirmation test: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, dysmenorrhea, metrorrhagia, abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation/perforation (uterus)'), embedded device ('embedded within the myometrium of the uterine fundus'), device expulsion ('device expulsion/expulsion of essure device') and device dislocation ('migration of essure device location of device: outside of the fallopian tubes/ failure to occlude (close) fallopian') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included night sweats and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depoprovera in 2001. Concurrent conditions included diarrhea. Concomitant products included antihypertensives in 2013, ibuprofen and ibuprofen since 2004. In 2004, the patient was found to have ovarian fibroma ("fibroids on ovaries") and experienced vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). In september 2004, the patient experienced device expulsion (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2004, the patient had essure (ess205) inserted. In october 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2004, the patient experienced uterine perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant), 2 months 23 days after insertion of essure (ess205). In 2005, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), fatigue ("fatigue") and fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). In 2006, the patient experienced libido decreased ("hormonal changes/ low libido"), mood swings ("mood swings"), urinary incontinence ("bladder or urinary problems or changes, urinary incontinence") and migraine ("migraines / headaches"). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, embedded device, device expulsion, device dislocation, menorrhagia, metrorrhagia, vaginal discharge, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, tooth disorder, headache, visual impairment, libido decreased, mood swings, vaginal haemorrhage, fungal infection, female sexual dysfunction, urinary incontinence, migraine, ovarian fibroma, dysmenorrhoea, vulvovaginal pain, pelvic pain and dyspareunia outcome was unknown. The reporter considered cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, headache, libido decreased, menorrhagia, metrorrhagia, migraine, mood swings, ovarian fibroma, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure (ess205). The reporter commented: she received treatment for bladder infection ,uti, vaginal discharge. Discrepant information received regarding essure confirmation test-previously reported plaintiff didn't undergo essure confirmation test and now in current pfs hsg done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: the results of your essure confirmation test: unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, dysmenorrhea, metrorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs +mr received. New events added: migration of essure device location of device: outside of the fallopian tubes, low libido, mood swings, abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal) type: yeast infection, apareunia, migraines / headaches, fibroids on ovaries, vaginal discharge, urinary incontinence, pelvic pain, vaginal pain. Outcome of the event hormonal changes updated to low libido. Concomitant drug, concomitant condition, reporter was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device expulsion ("device expulsion"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device expulsion, menorrhagia, metrorrhagia, vaginal discharge, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache and visual impairment outcome was unknown. The reporter considered cystitis, device expulsion, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and visual impairment to be related to essure (ess205). The reporter commented: she received treatment for bladder infection ,uti, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was updated as menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), expulsion, migration/ uterine perforation, bladder infection ,uti, vaginal discharge, fatigue, gi conditions, dental problems ,hormonal changes, headaches, vision problems and plaintiff did not undergoes essure confirmation test. Patient date of birth and treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.